Event description:
Hill-rom rec'd a report from a hill-rom technician stating the bed is not sending a nurse call. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning from the hand pendant. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hand pendant to resolve the issue. Based on this info, no further action is required.